Event description:
An 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that the stent graft has migrated approximately 2 cm and there is a type I endoleak. Currently, the aortic neck was found to have dilated to 28mm and in some places 30 mm, due to disease progression. The physician elected to place another manufacturers aortic cuff and the type I endoleak was resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
Conclusions: device failure/lack of effectiveness related to pt condition (aortic neck dilated, due to disease progression).